Event description:
A pharmacy consultant received the following info from customer: a pt was to have a continuous amiodarone infusion and the nurse wanted to give a loading dose as a bolus. Amiodarone is in the customer's library as a primary and can be programmed for bolus dosing, however, the nurse hung the bolus dose as a secondary in a 100 ml bag. When the loading dose programming step asked for vtbi, the nurse entered the volume in the primary bag instead of the 100 ml loading dose she had set up as a secondary. This then caused the device to continue running the infusion at the loading dose rate when the secondary emptied and flow resumed from the primary. There was no report of pt harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for eval. A f/u report will be submitted should the customer return the device for investigation. Unable to determine the cause of the reported problem.